Event description:
It was reported the patient lost weight, causing the ipg to be superficial. Surgical intervention was undertaken on (B)(6) 2021 during which the ipg was relocated. Stimulation was restored following the procedure.

Manufacturer narrative:
Date of event: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.